Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the device failed to fire. A new idrive handle was used to complete the surgery. There was an extension of the surgery time by more than 30 minutes. No adverse event was reported due to the extension. There was no blood loss of more than 250cc. There was no tissue damage. No reinforcement material was used.